Event description:
The clinic reported that a laser vision correction patient presented with night glare causing poor night vision in both the eyes post treatment in (B)(6) 2013. The patient had complained about not being able to see clearly at night and the lights bothering him. As a result, enhancement of refractive procedure was done 3 months after the original surgery to treat glare. It was stated that the patient was still unhappy with the night glare nine months post enhancement procedure. There was no loss of best corrected visual acuity (bcva) reported. Visual acuity reported on (B)(6), 2014 was 20/20 (both eyes), 20/25 (right eye) and 20/20 (left eye).

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.